Event description:
According to the reporter, the videolaryngoscope had wavy picture then dissipated leaving only a black screen before use. The pixels seem to be actively displaying black even if the led still illuminates. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there were two batteries that were included with the customer¿s handle. One battery worked without any issue. The power was kept on for 10 minutes and there were still no issues found. The other battery did have some issues. The display did not work, while the led did work without any issues. Ingress testing was completed, and it was found that the device had increased in mass by 0.480 grams. There was also water leakage observed from the device¿s screen. In addition, the customer¿s battery was put into the device and the display was worse than before. It was reported that the videolaryngoscope had wavy picture then dissipated leaving only a black screen before use. The pixels seem to be actively displaying black even if the led still illuminates. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.